Event description:
It was reported that the customer's drive support cap was loose and sticking out from the side of the insulin pump the customer's blood glucose was normal. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.